Event description:
A visual inspection was performed and dark gray particles were detected inside the hip end effector. The particles are apparently generated by the rotary movement of the instruments. It is recommended to replace these instruments until the end of the investigation process.